Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating boluses were delivered without user intervention. The patient claimed that the pump screen displayed 50 units of insulin and when he disconnected from the pump, the pump displayed 42 units. The patient reportedly experienced a blood glucose (bg) value of 47mg/dl. No symptoms were reported. The patient reportedly treated the low bg with juice. Customer support (cs) reviewed the pump history and no boluses were recorded in regards to what the patient claimed to be displayed on the pump¿s screen. A 3.50 unit bolus was noted and recorded in the pump bolus history on (B)(6) 2013. Pump alarm history indicated a ¿low cartridge¿ and an ¿empty cartridge¿ alarm. There were no issues noted with the programming/settings of the pump. The total daily dose was reportedly correct and no issues were noted in the prime history. The reported bg does not meet the animas criteria of a serious injury. This complaint is being reported due the allegation that boluses were delivered without user intervention.